Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous transluminal angioplasty where the 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on the second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and no damage observed. The rupture was positioned to be in the middle of the balloon at the shape of a pinhole. The procedure was completed with a different model. There were no complications reported, and patient status was good.